Event description:
It was reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through removing the pump case, inspecting the pneumatic tap area, and cleaning it. The o-ring was removed, a new cartridge was filled, and the customer successfully completed the load process and resumed insulin delivery.